Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. Additionally, the top portion of the guide wire exit notch was stretched. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. In this case, it is likely the device interacted with the heavily calcified, heavily tortuous lesion during advancement resulting in the reported failure to advance. Further manipulation of the stent delivery system during advancement likely contributed to the noted stretched guide wire exit notch. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat the heavily calcified and tortuous left anterior descending (lad) artery. A perforation occurred during use of an unspecified device. The graftmaster stent delivery system (sds) was advanced; however, due to the patient anatomy, the device was unable to cross. The graftmaster sds was removed without issue and a second graftmaster stent was used to successfully treat the perforation. There were no adverse patient effects or clinically significant delay. No additional information was provided.